Event description:
It was reported that the boston scientific representative called to confirm a magnetic resonance imaging (MRI) would be able to be performed for the device system. The representative noted that there was loss of capture (loc) on this right ventricular (rv) lead. Technical services (ts) advised that it would be off label use if a MRI was performed as there may be a compromise in lead integrity. The boston scientific representative noted that the MRI was canceled. A chest x-ray was performed. It was found that the lead had dislodged. The patient stated that the cardiologist was already aware. The lead remains in use. No adverse patient effects were reported.